Event description:
It was reported that pump screen was dark and would not turn on, and customer experienced high blood glucose as indicated by a ¿high¿ reading with specific value unknown. Customer gave correction insulin by injection and did not require assistance from another healthcare provider or emergency services. Technical support instructed customer to attempt waking pump, then to connect it to a working power source, after which pump displayed welcome screen; support determined pump had been placed into storage mode and educated customer that insulin on board and maximum hourly bolus were reset, continuous glucose sensor sessions would need to be restarted, and cartridge must be reloaded whenever pump turned off or was reset, and also provided battery best practice tips, which customer understood and acknowledged.